Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer display did not work properly. The programmer passed incoming testing. The programmer was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display did not work properly. The programmer was returned for service. There was no patient involvement.